Event description:
The pump was returned for investigation. Investigation revealed a faded and discolored display screen; the display screen was difficult to read. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a faded and discolored display screen; the display screen was difficult to read. Unrelated to the complaint, a review of the pump alarm history indicated multiple ¿replace battery¿ alarms and multiple ¿low battery¿ warnings observed in the black box history. A review of the black box history revealed evidence of multiple partially discharged batteries being installed into the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.